Event description:
Report 8 of 8. It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result was obtained. This patient was started on antifungal treatment. Treatment stopped when confirmatory culture and gram stain results were received. The following information was provided by the initial reporter: "bcid reported c.tropicalis but no growth in culture and no yeast seen in gram stain. Time to positive (in hours) bc-23-06291 : 00;15:39. What were wbc counts for bottles? Bc-23-06411: 8,000. Did the organism grow on the culture plates? Yes what was the organism identified? Bc-23-06291 : pseudomonas aeruginosa were the patients results reported out? Our first 2 reports that we encountered the false positive c. Tropicalis were reported on patient files if yes, were any patients treated based on erroneous results? Yes, one patient was started on antifungal treatment if yes, did the erroneous treatment have any adverse impact to the patient(s)? Unknown, once false positive results were noted numerous times, pharmacy was contacted, and patient antifungal treatments were stopped was biofire result dual positive? All positive for various organisms as well as candida tropicalis on initial runs".

Manufacturer narrative:
The previous MFR report #2647876-2023-00317 is a duplicate of MFR report #3008352382-2023-00300 and should be considered cancelled.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 8 of 8 it was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result was obtained. This patient was started on antifungal treatment. Treatment stopped when confirmatory culture and gram stain results were received. The following information was provided by the initial reporter: "bcid reported c.tropicalis but no growth in culture and no yeast seen in gram stain time to positive (in hours) bc-23-06291 : 00;15:39. What were wbc counts for bottles? Bc-23-06411: 8,000. Did the organism grow on the culture plates? Yes. What was the organism identified? Bc-23-06291 : pseudomonas aeruginosa. Were the patients results reported out? Our first 2 reports that we encountered the false positive c. Tropicalis were reported on patient files. If yes, were any patients treated based on erroneous results? Yes, one patient was started on antifungal treatment. If yes, did the erroneous treatment have any adverse impact to the patient(s)? Unknown, once false positive results were noted numerous times, pharmacy was contacted, and patient antifungal treatments were stopped. Was biofire result dual positive? All positive for various organisms as well as candida tropicalis on initial runs."